Event description:
It was reported that when using the bd pyxis¿ medstation¿ es versions 1.7.x and 1.8, the server was running out of e drive space and users were unable to log in to the server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the test server and attempted to log in to pes; however, the login failed with an unable to authenticate error message. The tss also attempted to log in via health sight viewer and encountered a generic error occurred message. The tss restarted the ad sync services on the server and retried logging in to pes, but the authentication error persisted. The e drive was checked and found to be full. Initially, the tss was unsure which files could be safely deleted from the e drive. The tss shared the knowledge article (bd pyxis es system deployment guide 1.8) and guided the process by following the documented steps. The necessary files were deleted, and the knowledge article (medstation es - 1.7.x & 1.8 - server running out of e drive space - large dsserverreports backup folder) was successfully completed. All previously failed jobs were restarted. The e drive now has sufficient free disk space, and the issue was resolved. The customer was able to log in to pes and health sight viewer successfully. The system functioned as intended after the technical support specialist troubleshot the device.